Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the display cracked on her onetouch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 4x daily and manages her diabetes with novolog insulin through pump therapy. The alleged issue began towards the end of (B)(6) 2012. The patient continued to test with the subject meter and denied making changes to her usual dose of medications. About a week after the start of the alleged issue, the patient alleged the cracked display slowly became worse making it difficult to read blood glucose results. At that time, the patient alleged she increased her food intake due to a result she interpreted as being low. A couple hours after, the patient claims she felt high blood glucose symptoms of thirsty and increased urination. The patient administered self an increased dose of insulin (1-2 units) and drank plenty of water as treatment. The patient reportedly felt better about 6-8 hours after. In (B)(6) 2012, the patient reportedly visited her physician's office for a routine checkup. The patient was advised her a1c was elevated and the physician reportedly increased her basal rate on her insulin pump (amount not specified). The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have a broken lcd and the meter label print smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.